Event description:
It was reported that the healthcare provider (hcp) was able to aspirate from the catheter access port (cap) but unable to inject dye or was only able to inject 1cc of dye before experiencing complete resistance. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).